Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported of no voice prompt. The customer also indicated that the device reboots itself, however, that issue was not duplicated or verified. Stryker determined that the cause of the reported no voice prompt was due to maintenance of the device by the customer. The device was in a not ready state since february 10, 2025, due to a depleted battery. The operating instructions instruct the user that "device readiness should be verified at least once each month. The cause of the booting issue could not be determined. The returned device was archived by stryker, and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device would not provide any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not provide any voice prompts. Without voice prompts, the user would not be able to use the device properly on a patient if needed. There was no patient use associated with the reported event.